Event description:
It was reported that the ultrabraid white suture package was unsealed. No case reported, no patient was involved.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. An evaluation of the customer provided images showed the following: image one shows the carrier cardboard inside of the pouch. Image two shows the tyvek side of the pouch with the identification label. Image three shows the pouch end unsealed with the carrier cardboard inside of the pouch. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A review of the packaging procedure found that the pouch seal is required to meet a minimum strength and each shipment must include a certificate of conformance and sterilization. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was a relationship found between the device and the reported event. The complaint was confirmed but the root cause could not be established as the device was not returned for evaluation. Factor that may have contributed to the reported event include contact with another source. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.